Event description:
A customer reported that their AED's battery was depleted. When tested with a spare battery pack, their AED powered on and prompted a service code. The customer did not report this occurring during patient use.

Manufacturer narrative:
Based on the fact that this AED is beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.